Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Environmental stress cracking (esc) was observed about 400-455 mm from the terminal pin on the surface only and deformed coils about 470 mm form the terminal end. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was explanted due to rising pacing impedance measurements and fracture. A new ra lead was successfully placed. No additional adverse patient effects were reported. This product has been received by boston scientific so a full investigation will be performed.

Event description:
It was reported that this right atrial (ra) lead was explanted due to rising pacing impedance measurements and fracture. A new ra lead was successfully placed. No additional adverse patient effects were reported. This product has been received by boston scientific so a full investigation will be performed.